Manufacturer narrative:
Investigation summary: picture review: narrative (strike bolt is broken off) could be confirmed from provided picture. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: part: 03.010.523, lot: 3l00120, manufacturing site: (B)(4), release to warehouse date: 04. June 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 during a femoral recon nail procedure, the driving cap snapped off in aiming arm during insertion of nail. The piece of the driving cap was removed from the aiming arm and aiming arm was returned to set. No surgical delay was reported. No fragments were left behind in the patient. Concomitant device reported: radiolucent insertion handle (part# 03.033.001; lot# unknown; quantity: 1); unk - aiming arm (part # unknown, lot # unknown, quantity 1), unk - hammer (part # unknown, lot # unknown, quantity 1), unk - nails: femoral (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.010.523, lot: 3l00120, manufacturing site: bettlach, release to warehouse date: june 4, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the threaded part of the driving cap is broken off below the last thread flank. The remaining thread flank is flattened, the black coating is not present anymore at the damage. The fragment of the threaded part was not returned for evaluation as it was discarded. In general is the driving cap in a used condition, there are stress marks and scratches all over and there are strong marks of hammer blows on the edge of head. Dimensional inspection: the relevant dimensions cannot be verified anymore due to the damage at the last thread flank. According to the manufacturing documents did the m8 thread of this lot pass all inspection steps during manufacturing without any deviations. Document/specification review: the drawing was reviewed for comparison with the manufacturing documents. The review of the manufacturing documents has shown that with 1.4542 stainless steel the correct material was used and that the hardness was within the specification of 423 - 468 hv10. Summary: the complaint condition was confirmed for the driving cap as the threaded distal tip was broken off. While no definitive root cause could be determined it is possible the device encountered unintended forces during use. Especially the hammer marks at the edge of the head are an indication that an off-axis strike on the driving cap did lead or contribute to the complaint condition. There is no indication that a manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.